Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted. Prior to report, customer had changed the infusion set and during troubleshooting with tandem technical support, customer changed the cartridge. Customer reported that issue was resolved.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.